Manufacturer narrative:
At this time, the lead has not been returned. If the lead is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead was complaining of feeling thumping in their chest. A surgical revision was performed to reposition the lead to a different location. However, during the procedure, the helix was retracted, and then could not be extended. After looking at the helix, there appeared to be tissue in the helix. A new lead was implanted and the patient exhibited no further symptoms of thumping in their chest after the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.